Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system failed to boot. Analysis of the log file showed the flex viewing pc was unresponsive. As a result, the reported issue of the system failing to boot was confirmed. Upon troubleshooting, the fse determined that the flex spot pc was not receiving power. Power inputs and fuses within the b-cabinet were inspected, confirming the flex spot pc was defective. Due to the flex spot pc failure, there was no video signal on the acquisition and review monitors in the control room. Only basic viewing functions remained available; acquisition and review signals were limited to the large monitor in the examination room. To resolve the issue, the fse replaced the flex spot pc and loaded the software. The license was uploaded and verified. The defective flex viewing pc was returned to philips for failure analysis, and the cause of the flex viewing pc failure was found to be a power supply or motherboard failure. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.